Event description:
The sales representative reported on behalf of the customer that 60-8018-sys, the sys 5000-full, eng fp, int was being used on 24nov23 and ¿cautery device would not start cauterizing for a leg vein harvest. The buttons repeatedly would not function. After a time trying to use the pencil, suddenly it started delivering energy intensely and caused a .5cm x1cm burn to the patient's shin near the operative site. Surgeon aware.¿. A good faith effort was made to obtain further information from the reporter; however the reporter has not responded to our attempts for information. This report is being raised on reported injury due to a burn of unknown degree to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was not conducted as the device has been in the field greater than 12 months. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: dispersive electrodes and probes of monitoring, stimulating and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated or isolated at 50/60 hz. The risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. Needles should not be used as monitoring electrodes during electrosurgical procedures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that 60-8018-sys, the sys 5000-full, eng fp, int was being used on (B)(6) 2023 and ¿cautery device would not start cauterizing for a leg vein harvest. The buttons repeatedly would not function. After a time trying to use the pencil, suddenly it started delivering energy intensely and caused a .5cm x1cm burn to the patient's shin near the operative site. Surgeon aware.¿ a good faith effort was made to obtain further information from the reporter; however the reporter has not responded to our attempts for information. This report is being raised on reported injury due to a burn of unknown degree to the patient.